Manufacturer narrative:
The device involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient that had an occluded graft that needed to be fixed urgently. The graft was originally placed by dr donald akers for a rupture. The reintervention was performed to declot the graft in an open fashion on (B)(6) 2018. Physician felt it was an outflow problem with the patient and not the graft, patient is also non-ambulatory. Physician was able to restore flow and trap most of the clot and was very pleased with the outcome.

Event description:
Endologix was made aware of a patient that had an occluded graft that needed to be fixed urgently. The graft was originally placed by dr donald akers for a rupture on (B)(6)2016 . The reintervention (secondary procedure) was performed by dr nelson on (B)(6)2018 , who worked to declot the graft in an open fashion. She felt it was an outflow problem with the patient and not the graft, patient was non-ambulatory. She was able to restore flow and trap most of the clot and was very pleased with the outcome. It was noted that patient tolerated the procedure and in stable condition.

Manufacturer narrative:
A device failure could not be determined due to a lack of any medical records or imaging, as well as procedure related harms and the final patient disposition. Clinical was unable to confirm the reported graft occlusion or secondary procedure performed on (B)(6)2018 . There have been no further reports of negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: adverse event or product problem (describe event or problem):please update